Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gall bladder removal procedure on (B)(6) 2019 and suture was used. The needle broke off into two as surgeon was closing the facia. It is unknown how the case was completed. There were no patient consequences reported.